Event description:
It was reported that during implant the lead dislodged several times; the lead dislodged again after the pocket was closed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.